Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resistance was in the middle of the catheter. The coil came out of the introducer sheath smoothly. There were no issues that resulted in the stretched coil that was found. There was no kink/damage observed on the pushwire of the stretched coil. Prior to coil non-detachment there were no issues encountered. No pushwire damage was observed to the non-detached coil after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that framing coil fc-12-50-3d cold not detach. Framing coil fc-3.5-10-3d coil got stretched, had resistance, and got detached. The patient was undergoing surgery for treatment of a saccular, ruptured ica pcom large aneurysm with a max diameter of 13mm and a 8mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that fc-12-50-3d had an issue with detachment. The doctor tried many times but it did not work. The doctor removed the coil and replaced with a competition coil of the same size. Non- detachment occurred. The physician attempted to detach the coil with the instant detacher 4-5 times with 2 detachers. Another instant detacher was tried 2-3 times. There was no manual attempt at detachment via hypotube. It was unknown if there was any issue with the instant detacher. The second coil fc-3.5-10-3d got stretched. The doctor had resistance pushing the coil and later the coil detached in the aneurysm and they had to remove the whole micro with the coil inside. There was friction/difficulty during delivery or testing. Continuous flush was administered during the procedure. The damaged/stretched location was on the implant coil. The physician did not reposition the coil during the procedure. The reported devices and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, neuron guide catheter, headway microcatheter, and traxcess guidewire.